Event description:
On 07-28-2025, the user's daughter reported that on (B)(6) 2025, after changing out supplies, the user was experiencing a high blood glucose (bg) level of 473 mg/dl. The daughter was concerned insulin was not being delivered. An agent reviewed reports confirming insulin was on board to correct the user's level and advised it would take time for levels to normalize. The user's daughter confirmed the user had not tested for ketones, so the agent educated them on ketones and recommended they speak to their doctor about obtaining a ketone action plan. A subsequent finger prick confirmed the user's bg was at 450 mg/dl, and the pump showed a downward trend. During a follow-up approximately 30 minutes later, the daughter confirmed she changed the user's supplies again, and the user's bg was down to 413 mg/dl by finger test. The agent advised that with the insulin being delivered, the user's levels would return to range after some time. The user agreed and stated they would call back if further assistance was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.